Event description:
Several years ago, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. In 2006 the patient presented with a ruptured aneurysm. The physician believed the rupture was secondary to a proximal type I endoleak. An aneurx cuff was placed in an unsuccessful attempt to resolve the endoleak. Further evaluation via CT revealed a type ii endoleak originating from a lumbar artery. This was treated with an injectable onyx glue which sealed off the endoleak. The patient tolerated the procedure and is reported to be doing well.

Manufacturer narrative:
H3: the device remains functioning in the patient.